Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis needs to be updated constantly. The customer stated that this malfunction occurred during the patient cases. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es pyxis needs to be updated constantly. The customer stated that this malfunction occurred during the patient cases. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was set up to automatically install updates, however, that was not happening. A technical support specialist (tss) reviewed the update behavior of the durcvhla4 pyxis device and confirmed that updates are being downloaded overnight as scheduled. However, installation requires a manual reboot due to the device being an anesthesia station, which cannot auto-reboot. The device had not been rebooted for 42 days, causing updates to stack and trigger repeated pop-up alerts. The tss rebooted the station and performed a force patch to install pending updates. Confirmed the station is now up-to-date and reboots in under 5 minutes. The system functioned as intended after the technical support specialist repaired the device.